Event description:
Information was received indicating that this ambulatory infusion the pump gave "not ready pushrod must move forward, remove cartridge then press ok." Error. It was reported that the patient could not clear the error. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no known adverse effects to the patients due to the reported event.